Event description:
During the past two weeks customer first used lifestyles ultra sensitive ribbed condoms and then the lifestyles ultra sensitive thin condoms. Had a terrible allergic reaction. Customer had to go to emergency room and then to customer's doctor for treatment. Customer states that a rash covered customer's groin, inner thighs and buttocks, as well as friend's.